Manufacturer narrative:
Based on the claim against the product by the customer noting that the jaws of the instrument would not open, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and the complaint regarding the jaws not opening was not confirmed by failure analysis. The instrument passed the recognition and engagement tests were passed when the instrument was placed on an in-house system. The instrument moved intuitively with a full range of motion. The clips opened and closed properly. The instrument passed the clip test. No product issues were found. The probable root cause of the instrument jaws not opening cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of the medium-large clip applier instrument found no product issue. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported event. This complaint is considered as a reportable malfunction event due to the following conclusion: it was alleged that jaws of the medium-large clip applier instrument failed to open. It is unclear if the issue occurred prior to or during clip application. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that the medium-large clip applier instrument jaws failed to open. There were no reports of patient injury. Intuitive has followed up with the initial reporter and has been advised that there is no additional information available.